Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30223559l, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the patient complained of feeling unwell. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. There was no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.